Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the unknown treatment event.

Event description:
A us distributor contacted zoll to report that on (B)(6) 2025, a patient may have been treated by the lifevest. The ECG and flag data surrounding the alleged treatment was unavailable for review due to the inability to contact the patient for data download. The occurrence of treatment is unable to be confirmed. This event is being reported out of an abundance of caution as zoll is unable to positively determine if the defibrillation treatment occurred and if it was appropriate or inappropriate.